Manufacturer narrative:
The IV set was not returned to the manufacturer for evaluation. A photo of the IV set was received by the manufacturer. The picture showed that the IV set separated at the filter. (B)(4).

Event description:
The customer reported that "we gave a new drug to a patient today. The tubing at the filter site was defective and leaked over half of the bag of drug on the floor. When I tried to pick up the tubing to assess where the leak was, which was at the filter site, one of the ends completely fell away from the filter." No patient injury or harm was involved in this case.